Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery drained to 0% battery charge during the night. The customer's blood glucose (bg) level was impacted (257 mg/dl). The customer delivered a bolus to lower bg level. During troubleshooting with tandem technical support, review of the pump data revealed that the customer does not charge the pump daily, going 9 days between charges of the pump.